Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that two days after the right atrial (ra) lead was replaced due to dislodgment, this right ventricular (rv) lead was surgically repositioned due to an unknown issue. The lead remains in service. No additional adverse patient effects were reported.